Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had high blood glucose levels of over 500 mg/dl while wearing the pod between 36 and 48 hours on the arm. Patients mother stated that the pod stopped working. Patients mother used the pod to give corrections. Patient was dehydrated due to vomiting, so the mother took the patient to he hospital where he was hospitalized. There was no other information obtained. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and the downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. Investigation found no defects or deficiencies that would contribute to a communication error. During investigation, the device was able to connect to the master omnipod personal diabetes manager (pdm) and a bolus of 5 units was successfully delivered. The data did not show any signs of struggle or pulse width increases that would indicate a failure to deliver insulin. No other damages or defects were observed.